Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). E1b event site name: (B)(6). Hospital e1h event site postal code: (B)(6). E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, upon the preventive maintenance activities being performed on the device, two dust covers were found to be missing from the device. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury.

Event description:
Manufacturer's reference number ot885702

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, upon the preventive maintenance activities being performed on the device, two dust covers were found to be missing from the device. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. The device was not being used for the patient treatment upon the event occurrence. The issue was discovered by getinge technician who was performing the service. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. As per expertise performed by the subject matter expert at manufacturing site, the possible root causes are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe that if the manufacturer recommendation had been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. The correction of d4 version or model # field deems required. This is based on the internal evaluation. Previous d4 version or model # ard568422010c. Corrected d4 version or model # ard568350938/ard568350933.